Manufacturer narrative:
An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital and surgeon policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Surgeon revised poly from a ps to a ts poly. On (B)(6) 2016, during a follow up visit, doctor took an x-ray and discovered that the locking mechanism (wire) from the original ps poly was left in the patient's knee capsule so surgeon removed wire.